Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units with multiple cartridges during the load process. The cartridges had been filled with cold insulin. During troubleshooting with tandem technical support, the customer was able to load a new cartridge with room temperature insulin. The customer's blood glucose level was 221 mg/dl.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.